Event description:
Complainant alleged that the clinicians were attempting to analyze the heart rhythm of a pt who was unconscious and with no blood pressure, but the device displayed artifact with the pt's ECG rhythm, and would not allow proper analysis. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the pt was presenting a ventricular fibrillation heart rhythm approx fifteen minutes without pt CPR being performed. Medwatch number 1220908-2001-01323, which documents a second identical event that occurred with this same device.

Event description:
Complainant alleged that the clinicians were attempting to analyze a pt's (age and gender unknown) heart rhythm, but the device displayed artifact with the pt's ECG rhythm, and would not allow proper analysis. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.